Event description:
It was reported that the intraocular lens (iol) rotated counterclockwise after implantation. The lens was rotated back into place; however, the lens rotated back counerclockwise again and was rotated back into position. No further information provided. Left eye pre operative refraction -1.50sf -3.25cyl x 178 visus 0.4. Axial length 24.06mm. R1 8.11mm x 177. R2 7.39mm x 87. Cyl -4.05d x 177. Acd 2.61mm. Post operative refraction +0.25sf -2.00 x 140 visus 0.8. The chamber was very deep.

Manufacturer narrative:
Date of this report: corrected to (B)(4) 2014.. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: not applicable (na) to date the lens remains implanted. Initial reporter: telephone number: (B)(6). (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information - implant date: (B)(6) 2014. The lens is still implanted and the patient feels comfortable. Corrected data - date of event: (B)(6) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Corrected data: expiration date: 09/15/2019. A review of the manufacturing records was performed. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was produced under deviation and was closed prior to the release. The deviation did not impact product quality and there was no relationship between the deviation and the complaint type. There were no process and/or material changes and there were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection where the in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. Based on the history on environmental monitoring, no complaint related non-conformances were expected. There were no associated nonconformity materials reports or non conformances. There were no associated deviations. A search revealed that no other complaints for this order were received to date. Based on the manufacturing record review and historical review no non-conformances were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.